Event description:
The initial reporter alleged the generation of multiple questioned results during routine testing with the kit cobas 58/68/8800 hiv 192t ivd assay on the cobas 6800 platform. The allegation involved ten samples with initially positive results that showed significantly decreased viral loads upon retesting. Specific data included: sample ID (B)(6): initial titer 256 (tested (B)(6)2023), retest titer 112 (tested (B)(6)2023). Sample ID (B)(6): initial titer 240 (tested (B)(6)2023), retest tnd (tested (B)(6)2023). Sample ID (B)(6): initial titer 1284 (tested (B)(6)2023), retest titer <20 (tested (B)(6)2023). Sample ID (B)(6): initial titer 426 (tested (B)(6)2023), retest titer 112 (tested (B)(6)2023). Sample ID (B)(6): initial titer 846 (tested (B)(6)2023), retest titer 260 (tested (B)(6)2023). Sample ID (B)(6): initial titer 397 (tested (B)(6)2023), retest titer 241 (tested (B)(6)2023). Sample ID (B)(6): initial titer 430 (tested (B)(6)2023), retest titer 31.6 (tested (B)(6)2023). Sample ID (B)(6): initial titer 500 (tested (B)(6)2023), retest titer 174 (tested (B)(6)2023). Sample ID (B)(6): initial titer 518 (tested (B)(6)2023), retest titer 238 (tested (B)(6)2023). Sample ID (B)(6): initial titer 230 (tested (B)(6)2023), retest titer <20 (tested (B)(6)2023).

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 58/68/8800 hiv 192t ivd assay performed within specifications, and no systemic issue was identified with the reagent kit lot j21286. The observed discrepancies in viral load results were attributed to sample-specific factors, including issues related to sample quality, handling, transport, and storage. The customer's workflow, including variations in centrifugation practices and potential pre-analytical factors, was noted as a possible contributor to the observed results. Additionally, the cloudy appearance of plasma upon arrival at the molecular lab suggests potential sample quality concerns. A definitive root cause for the reported discrepancies could not be determined based on the available information. The device and assay remain in use at the customer site.